Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose at device after a coronary interventional procedure. Reportedly, after deployment, when the device was removed from the patient's anatomy a piece of tissue was pulled out with the device. Hemostasis was achieved using the sutures of the perclose at. There was tissue tract oozing which was treated with adjunctive compression. It is standard policy at this hospital to treat tissue tract oozing with adjunctive compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated age of the patient was reported to be over 60.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the device had properly deployed and delivered the sutures. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.